Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name indura; product ID 8711 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2003. Brand name indura; product ID 8711 (serial:(B)(6)); product type: 0184-catheter; implant date (B)(6) 2002 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a manufacturer representative regarding a patient who was receiving unknown drug via an implantable pump. It was reported that the patient was not receiving sufficient therapy from their pump. There was a volume discrepancy with the drug reservoir in the pump so the healthcare provider performed a dye study today to see if the catheter integrity remained intact, but they were unable to complete the study as the catheter would not aspirate. Surgery is planned but has not yet been scheduled. The issue was not resolved. The patient also had multiple sclerosis and other ailments that contributed to their pain.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare provider via a company representative who reported that the cause of the inability to aspirate the catheter was unknown, and the surgery had not yet been scheduled.